Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. (B)(6). The device was received for evaluation. The unit was returned containing 188 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. After seven days, the device was still filled. There was no report of patient injury or medical intervention associated with this event. No additional information is available.